Event description:
Per the clinic, the patient experienced loss of connection to the internal device subsequent to sustaining a head trauma (specific date not reported). Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on october 21, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with a new cochlear device. This report is submitted on november 28, 2022.